Manufacturer narrative:
Concomitant medical products: dtba1q1, ICD, implant date: (B)(6) 2015; 429878, lead, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic out of range impedance values and chronic high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.